Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to establish telemetry. The icm battery had reached recommended replacement time (rrt). The patient was referred to clinic to check device setting. The icm remains in use. No patient complications have been reported as a result of this event.